Event description:
The lay user/patient's wife contacted lifescan in 2008 and alleged that the pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The wife reported that the alleged issue first occurred the same day at 11:45 am. The pt obtained a result of 248 mg/dl on the subject meter. He took insulin (novolog 3 units), which is his usual dose. About 1 hour later, the pt reportedly started experiencing symptoms of being sweaty. He tested and obtained a result of "130ish". He took more insulin (it is not clear as to why the pt took more insulin at this time). He tested again an hour later and obtained a result of 47 mg/dl. It is not known if the symptoms were worse at this time. He was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the wife claimed that the pt experienced symptoms suggestive of hypoglycemia. As a result of the alleged high result, the pt had administered insulin prior to experiencing the symptom. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.